Manufacturer narrative:
Qn# (B)(6). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged and there was an unformed staple stuck in the device. The stapler was returned with 22 staples remaining in the cover block indicating at least 13 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure to complete the trigger cycle. Upon engagement of the trigger, one unformed staple and another properly formed staple released. Another attempt was made and this time, the staple fired properly. A third attempt was made and again, an unformed staple and another properly formed staple released. This was repeated three times with the same result. On the next attempt, no staple fired. It was observed that the staples became misaligned. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. It could not be determined what caused the staples to misalign. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples properly and the staples became misaligned. The misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that two staples were fired on one activation of the trigger. Therefore, a new unit was used instead. No patient injury occurred.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that two staples were fired on one activation of the trigger. Therefore, a new unit was used instead. No patient injury occurred.